Event description:
Complainant alleged that the medics had responded to a call for five year old male pt who was in full cardiac arrest at a residence. Upon the medics arrival, CPR was being performed by the child's father. The medics applied pedi electrodes to the pt and the pt was monitored as pt was being transported to the hosp. At some point during the transport of the pt, the screen displayed a "check electrodes" message. The medics checked all connections and all appeared securely attached. The medics then attached 3 lead ECG cables to the pt and successfully monitored the pt until the transport was concluded. The complainant indicated that "acls did not recommend pacing, so pt care was not inhibited in the incident."